Event description:
It was reported that the right dbs lead was implanted on (B)(6) 2021. Intraoperative macro stimulation was performed in order to assess thresholds for stimulation-induced side effects and indicators of potential clinical efficacy.  Lead contact thresholds checked in monopolar configuration (monopolar/bipolar) at pw of 90 and frequency of 135: contact 0: 3.5 ma (impedance of 1.3) - the patient experienced facial pulling, preceded by dystonia. The patient was not reliable on feedback potentially due to baseline cognitive impairment, as they clearly had tonic muscle contractions affecting face, arm, and leg and while in that posturing, they denied feeling any muscle contractions. Therefore, ot assessment was deferred after multiple attempts at different amplitudes. Contact 1: 4.0 ma (impedance of 1.5) - the patient experienced facial pulling, preceded by an exacerbation of their mobile dystonia. Contact 2: 4.5 ma (impedance of 1.3) - the patient experienced face and hand pulling. Contact 3: 5.0 ma (impedance of 1.6) - the patient experienced face and hand pulling.  They expected best contact to be 2.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 23-sep-2023, UDI#: (B)(4), implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.